Event description:
An ophthalmologist in another country contacted our affiliate to report a pt wearing surevue lenses was seen in 2008, with a corneal ulcer covering approximately 3/4 of the od cornea. The pt reported experiencing pain and redness for 5 to 6 days prior to seeing the ophthalmologist. The pt is a physician and reportedly treated self with chibrocadron, and eye drop containing dexamethasone sodium phosphate; neomycin sulfate. The reporting ophthalmologist reported the pt had not had an eye exam for 15 years. The pt refused hospitalization and was treated with siloxan, fortified ticarcyline and fortified gentaline, 1 drop every hour. The pt's visual acuity is counting fingers. The ophthalmologist reported the pt will require a corneal graft. Two lenses, received in sealed blister packages from the same carton as the lens in question, were returned for evaluation. The evaluation found as follows: the parameters of the lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness and diameter. No visual attributes were observed. The solution was also tested, the ph and conductivity were in specification. A device history record review found the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. There have been no other complaints reported for the lot in question. Any additional information will be reported within 30 days of receipt. All MDR's are reviewed at quarterly management review meetings.